Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 32mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The auto mode was active at the time of incidence. Customer stated that she passed out until her aunt saw her laying on the floor. The insulin pump will not returned for analysis.